Event description:
The dental implant fx5012swc was removed on (B)(6) 2020 due to failure to osseointegrate 1 month and 18 days after implantation. The patient has history of bruxism. The patient required bone augmentation for the operation. The patient has recovered without complications.